Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2130 (system over pumping (volume)) alarm. The patient was not connected at the time of the alarm. This occurred during peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed with naked eye with no issues noted; no physical damage was found during the evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Functional testing was performed to verify proper operation; system error 2130 was not identified during the evaluation. The reported problem was not verified. Should additional relevant information become available, a supplemental report will be submitted.